Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient's lvad was exchanged due to suspected thrombus. The patient was originally implanted with the manufacturer's lvad, and a ventricular assist device (from another manufacturer) on the right side. After surgery, the patient experienced intermittent power elevations; however, after the impella was removed from the patient the power levels came down. An echo was performed and revealed that the aortic valve was opening every beat. It was also reported that the patient had a history of deep vein thrombosis. A decision was made by the surgeon to exchange the patient's lvad due to possible thrombus. The patient remains ongoing with the new lvad.

Manufacturer narrative:
The device was returned to the manufacturer and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.